Event description:
It was reported that the suture was broken. The target lesion was located in the common bile duct. A flexima apdl drainage catheter was selected for use. During procedure, the suture noted to be broken and the device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient condition was normal.

Manufacturer narrative:
Initial reporter address: (B)(6). Device evaluated by the manufacturer. The device was returned for analysis. The unit returned has catheter cut/broken, as part of overall visual revision. The catheter returned the working length and suture string cut/detached at 7.5cm from the proximal section (hub end).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the suture was broken. The target lesion was located in the common bile duct. A flexima apdl drainage catheter was selected for use. During procedure, the suture noted to be broken and the device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient condition was normal.